Event description:
During a radical hand assisted nephrectomy, the surgeon had difficulty ligating the clip. Surgeon was attempting to ligate the renal artery and was able to ligate the first clip. Surgeon then attempted to ligate second clip when the clip would not close. Surgeon then noticed that the artery began to bleed and had to convert to an open procedure. The site was repaired and no further complications have been reported.